Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: resistance during thumb advancer deployment. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt. It was noted that the sheath was splitting at two places. The device was removed by depressing the safety release button and hemostasis was achieved using manual compression. There were no report adverse patient effects. Though requested, no additional information was available.